Event description:
Information was received from the healthcare provider (hcp) regarding a patient receiving intrathecal morphine (unknown) 10 mg/ml via an implantable pump for spinal pain indications. The hcp reported that the patient was in for a refill of the pump and the reports were showing that patient pump stalled on (B)(6) 2025 at 10:13am - the logs show 2 days later that the pump had been stalled for 48 hours then it showed that the pump recovered (B)(6) 2025 at 8:17. The patient did not have an magnetic resonance imaging (MRI). The patient did not hear an alarm. Patient did not have any symptoms. The hcp stated that they got the expected residual volume out of the pump. Patient was worried because she had gone through withdrawals before with the pump and it was horrible and she is worried because the pump did not alarm.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H6 codes were corrected. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.